Event description:
The customer reported to olympus, the colonovideoscope has a leakage; it failed in the disinfectant. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: channel tube and forceps channel port has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to deformation of the scope cover; water tightness is lost, right/left knob has a crack, due to damage on connecting tube the insulation resistance value does not meet the standard value, due to a chip on plastic distal end cover (c-cover); insulation resistance value at distal end does not meet the standard value, due to damage on jet tube the water cannot be supplied, due to wear of the angle wire the bending angle in the up direction does not meet the standard value, plastic distal end cover has a crack, and the adhesive on the bending section cover has wear. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to reprocessing not being completed due to leakage at the s-cover. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.